Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient implanted with this right atrial (ra) lead developed an infection. The patient was admitted to the hospital for extraction of the entire system. A new right ventricular (rv) lead was inserted via the right internal jugular vein and secured in the rv apex without complication. All lead measurements were considered appropriate at the time of lead placement. The patient was paced via the product system analyzer while the pacemaker, and all three existing pacing leads were explanted without incident or complication. It was noted that one of the leads was a medtronic product which was previously surgically abandoned. The new rv lead was attached externally to a pacemaker to ensure ongoing pacing support while the patient undergoes intensive antibiotic therapy as the patient is dependent. A new dual chamber pacing system will be implanted on the right side after the infection clears. The patient currently remains in the hospital in the interim. No additional adverse patient effects were reported. This device is not expected for return.